Event description:
Healthcare professional (hcp) reports a cracked header during pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused prior to the reported event, exact number of times unk. Hcp reports no pt injury or need for medical intervention.